Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 600 mg/dl after insulin delivery stopped when the dexcom g7 sensor expired. The user was unaware of the ilet bg run mode and did not use backup therapy. The user was treated with IV insulin at bosman hospital in montana and discharged on (B)(6) 2025.